Event description:
It has been reported to philips that the system lost frontal x-ray during a case. The patient was moved to another room to complete the procedure. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the device onsite and confirmed that the system lost frontal x-ray. A review of the system log file showed an ipb error. Fse replaced the ipb (image processing board). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method codes were corrected.